Event description:
It was reported ((B)(6)) the patient was admitted to the hospital for decompensated heart failure. During admission the patient experienced cardiogenic shock due to access site bleeding. The patient refused for surgical intervention and died in few hours after the shock started. It was noted the patient was a clinical study patient and the issue was related to the procedure but not the device.